Event description:
It was reported that during an implant attempt, the lead was placed and then the guidewire was not able to be removed from the lead. The lead was explanted and it was observed that the helix was extended without having been screwed out. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The lead was returned with a stylet in the lead. The stylet was removed without difficulty. A new stylet was used for the stylet insertion test. The stylet was fully inserted into the entire length of the lead and there was a very slight resistance observed beginning at approximately 22 cm. The lead was returned with the helix bent and stretched. (B)(4).